Event description:
The distributor reported to terumo cardiovascular systems corp that upon removing the device from the box, the shelf life was found to be expired. No pt involvement as this occurred out of box.

Manufacturer narrative:
This follow-up report is submitted to the FDA in accord with applicable regulations and as indicated by terumo cardiovascular systems ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on june 8, 2015. Upon further investigation of the reported event, the following information is new and/or changed: (B)(4). Review of electronic records found that this pack was short-dated because the 3cxsx18r used in the pack was originally manufactured as a low-volume part. It was subsequently reworked so that it could be used in other packs before expiration and followed the first-in-first-out inventory principle. The customer, acting as a distributor, entered into an agreement with their customer for minimum shelf life requirements. However, tcvs was unaware of these requirements because there was no agreement in place for minimum shelf life; therefore, the root cause was attributed to customer preference. (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Manufacturer narrative:
Terumo has not received the actual device for eval; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow up report when the investigation is complete and more info becomes available. (B)(4).